Event description:
Arjohuntleigh were informed in a meeting (B)(6) 2012 at the hospital that there had been previous unintended movement of beds that had not been reported at the time. This record has been instigated so that there is a record for each malfunction of those bed.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjohuntleigh (B)(4). As part of our investigation into unintended movement of enterprise beds reported on MDR #3007420694-2012-00029, a meeting was convened at the hospital where the incident occurred to discuss the issue and review location(s) of these occurrences. During this course of the meeting, the hospital revealed that had gather anecdotal evidence of three incidents that they were unaware of at the time of the event. Therefore, this report and two others is being raised to cover those previous unreported malfunctions. Additional inf will be provided following the conclusion of the manufacturer's investigation.